Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/03/2019. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent cross femoral bypass procedure on (B)(6) 2019 and suture was used. When the surgeon disconnected the needle from the thread, the tip of the needle broke off. This happened away from the operative site. Another like device was used to complete the procedure. There were no adverse consequences for the patient.